Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03179 / 03180).

Event description:
Patient underwent a left knee revision procedure approximately six years post-implantation due to unknown reasons.